Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025, under local anesthesia. During a routine follow up on (B)(6) 2025, magnetic resonance imaging (MRI) was performed, and it appears that all of the gel is under the most outer layer of the rectal wall. The patient did not have any symptoms, but he will be sent to a colorectal surgeon to take a look at the anterior wall and make sure there is no breakdown. The radiologist treating the patient, decided to wait for a few more weeks before starting the treatment. Therefore, the treatment was delayed.